Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation. Updates: d10, h3 and h10. Based on the results of the device evaluation, the user reported problem of "insertion tube is flaking and peeling back about 11 inches from the distal end" was confirmed. The insertion tube was found to have severe peeling with internal elements exposed. The evaluation identified the use of non-olympus parts a-rubber and glue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. The bf-1th190 instruction manual states to ¿ inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ a review of the instrument history was performed and found no record of service/repair since the date of purchase june 14, 2014.

Event description:
Olympus was informed that at the conclusion of a diagnostic bronchoscopy, the outside of the insertion tube of the facility's scope was flaking and peeling back about 11 inches from the distal end of the scope. The insertion tube damage was noted while withdrawing the scope. Lidocaine viscous lubricant by hi-tech pharma cal was applied to the scope¿s insertion tube at the beginning of the procedure. There was no evidence of foreign body found in the patient by x-ray or CT-scan. No bleeding was observed. The intended procedure was completed with the same device. There was no patient injury reported. Additionally, the user reported that the device had been reprocess using the sterrad sterilized-low temperature and inspected prior to the procedure with no anomalies noted.